Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two nurses on the line. They were concerned about the water temperature (wt) as it was 41.8c. Patient temperature (pt) was 36c and targeted temperature (tt) was 36c. They mentioned that they were using an esophageal probe and that they used a rectal probe to check, and it also reads 36c in an arctic sun device. However, they placed a ts foley, and it reads 33c. Upon reviewing a screenshot of the graph, the water temperature (wt) seems to be reacting to the patient temperature (pt) or targeted temperature (tt) normally. When they changed from the esophageal to the foley there was a sudden drop in patient temperature. This caused the water temperature (wt) to increase and the device to stop. They went back to the esophageal probe about 45 minutes later and since then the water temperature (wt) has dropped and was back to 23c. Since the 36c was verified by two sources it was most likely the accurate temperature. Suggested no more changes to device and contact if there are any further issues.

Event description:
It was reported that the two nurses on the line. They were concerned about the water temperature (wt) as it was 41.8c. Patient temperature (pt) was 36c and targeted temperature (tt) was 36c. They mentioned that they were using an esophageal probe and that they used a rectal probe to check, and it also reads 36c in an arctic sun device. However, they placed a ts foley, and it reads 33c. Upon reviewing a screenshot of the graph, the water temperature (wt) seems to be reacting to the patient temperature (pt) or targeted temperature (tt) normally. When they changed from the esophageal to the foley there was a sudden drop in patient temperature. This caused the water temperature (wt) to increase and the device to stop. They went back to the esophageal probe about 45 minutes later and since then the water temperature (wt) has dropped and was back to 23c. Since the 36c was verified by two sources it was most likely the accurate temperature. Suggested no more changes to device and contact if there are any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two nurses on the line. They were concerned about the water temperature (wt) as it was 41.8c. Patient temperature (pt) was 36c and targeted temperature (tt) was 36c. They mentioned that they were using an esophageal probe and that they used a rectal probe to check, and it also reads 36c in an arctic sun device. However, they placed a ts foley, and it reads 33c. Upon reviewing a screenshot of the graph, the water temperature (wt) seems to be reacting to the patient temperature (pt) or targeted temperature (tt) normally. When they changed from the esophageal to the foley there was a sudden drop in patient temperature. This caused the water temperature (wt) to increase and the device to stop. They went back to the esophageal probe about 45 minutes later and since then the water temperature (wt) has dropped and was back to 23c. Since the 36c was verified by two sources it was most likely the accurate temperature. Suggested no more changes to device and contact if there are any further issues.